Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump overdelivered per the bolus wizard. The blood glucose reading was 26 mmol/l. The customer was treated with the insulin pump. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The bolus wizard was programmed with a test blood glucose value and a test carbohydrate value. The bolus wizard calculated and delivered the correct bolus amount per the test bolus wizard sample in the user guide. The bolus delivery was properly listed in the daily history screen. No active insulin anomaly was noted when using the bolus wizard feature. The bolus wizard feature functioned properly per the bolus wizard sample. No bolus anomaly or history anomaly noted during testing. The pump had minor scratches on the display window and a pillowing keypad overlay.